Event description:
It was reported to philips that when the cine pedal was pressed the system displayed the error: "exposure preparation failed." No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use as the issue occurred during coronary diagnosis procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the pedal seems to be failing. Upon troubleshooting action fse found wired footswitch was unplugged. To resolve the issue fse and identified that the wireless footswitch was broken. To resolve the issue fse tie the wired footswitch to the connector. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.